Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal dilaudid 10mg/ml at 3.5mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the pump had an empty reservoir on (B)(6) 2016. It was noted that the patient thought they heard a pump alarm for 4-5 days. The hcp reported that the patient was "sleepier than normal," but the patient would not admit to it. The pump was refilled today ((B)(6) 2016), however due to the patient being non-compliant the hcp then dismissed the patient from the clinic.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the cause for the empty reservoir was a no show for a refill appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.